Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery utilizing a contralateral approach. The stenosed target lesion was located in the right popliteal artery. After a guidewire crossed the lesion, a 4.0 x 100, 135cm mustang balloon catheter was advanced for dilation. However, during first inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 80% stenosed, moderately tortuous, and moderately calcified.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery utilizing a contralateral approach. The stenosed target lesion was located in the right popliteal artery. After a guidewire crossed the lesion, a 4.0 x 100, 135cm mustang balloon catheter was advanced for dilation. However, during first inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.